Event description:
The customer contact reported the device delivered more than intended. The pump was returned to the central service department with an unsigned note that stated, "over infusions." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.